Event description:
Additional information was received stating that the vns patient¿s increase in seizures was attributed to a malignant brain tumor. The brain tumor is not believed to be related to vns.

Event description:
It was reported that device diagnostics resulted in high impedance (dc code - 7). The device was programmed off and the patient sent for x-rays. It was reported that the patient may have damaged the lead during a fall. It was reported that there has been no change in the patient's seizures. It was later reported that the patient was not doing well and wanted the device programmed back on. X-rays were received by manufacturer for review. Review of x-rays did not identify any obvious discontinuities with the lead. The lead pin appeared to be fully inserted. Clinic notes dated (B)(6) 2014 indicated that the device settings were changed from 20 seconds on to 30 seconds on. It was noted that over the past 2 weeks the patient reports having more frequent seizures. Clinic notes dated (B)(6) 2014 note that the patient only had 2 seizures in the past month and had 2 seizures in (B)(6) 2014. It was noted that high impedance was observed. No known surgical intervention has been performed to date. No additional relevant information has been received to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.